Event description:
The pump was delivering lioresal. Refer to manufacturing report # 3004209178-2015-04398 with regard to the first occlusion.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pump and catheter were explanted on (B)(6) 2015. The device was not replaced by a manufacture product. It was reported that there was a malfunctioning pump and pseudomeningocele. The patient had "soft tissue growdown catheter, occluding catheter, happened twice , pump explanted. "The patient recovered without sequela after the device was removed. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported the pump and catheter malfunctioned. The reason for catheter removal was the occlusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly, acceptable testing and catheter was returned in segments.